Event description:
The reporter claims that the fingertip pulse oxymeter he bought online is false advertising it as a non-invasive glucose meter. He states that the price he paid is (B)(6) including shipping but the price shown on the website is (B)(6). He states that this is a scam and the product is made in china. He also reports that after he made the purchase there are 6 different facebook advertisements regarding the same device. The reporter spoke to the customer care and they stated that non-invasive device glucometer doesn't exist.